Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00896.

Event description:
During preparation for a thrombectomy procedure, the indigo system cat3 aspiration catheter (cat3) and indigo system separator 3 (sep3) were accidentally dropped on the floor and became contaminated upon removal from the packaging. The cat3 and the sep3 were dropped prior to use. Therefore, they were not used in the procedure. The procedure was completed using new cat3 and sep3 devices.